Event description:
The customer's mother stated that the time on the insulin pump was incorrect. The customer's mothers stated that this caused the customer's blood glucose levels to run both high and low. The customer's mother declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, no time clock anomaly was observed.